Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with a false air in line alarm was confirmed by a baxter service technician during product evaluation. This condition was caused by air in line (ail) printed circuit board (pcb) failure. The ail pcb was replaced to correct this condition.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an incident with air in the line. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.